Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: after the 5th firing the knife blade would not retract. Switched from closed procedure to open. The doctor was unable to manually retract the blade. He began to pull on the device and notice that he had torn the anastomosis. Doctor then resected the torn tissue, began to restart the procedure again by using a gia60 which he was able to finish the case. There was anticipated tissue loss 60mm. No buttress material was used.